Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated the secondary display¿s cgm value was 174 mg/dl; however, an hour later, the patient reported her blood sugar was dropping, stood up and experienced a seizure. The patient¿s bg was 48 mg/dl, the cgm value at the time was not provided. After the seizure, the patient was given juice and taken to the hospital. The patient¿s admitting bg was 48 mg/dl; however, her cgm displayed 89 mg/dl. The patient was discharged that day with no other reported medical interventions. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.